Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had shown a failure on the hardware test application. The field service engineer (fse) had troubleshot the drawer issue and mentioned that the drawer was unable to recover. The fse had dialed into the station and run a query to check the failed drawer, then executed a database query to verify the error flag for storage space. The hardware test application showed no issues. The station was rebooted, but the problem persisted. The field service technician (fst) had reinstalled the old controller and troubleshot the controller address in the database. The fst confirmed that the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the tower door shows failed on hardware test application. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.